Manufacturer narrative:
(B)(4). Evaluation, results: (occlusion). Results and conclusions: (narrowing in the distal aortic neck).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately seven weeks ago. The aneurysm and vessel morphology were reported as a narrowing in the distal aortic neck. The graft was implanted with a 180 degree limb orientation, as planned. It was reported that the patient came in with a left limb occlusion, approximately one month ago, which required lytic therapy and subsequent stenting of the endograft limb (ref MFR. # 2953200-2011-01306). After another manufacturer's stent was implanted in the left limb, the right limb subsequently occluded (ref MFR. # 2953200-2011-01307), as the physician did not perform the kissing balloon technique. The right limb occlusion was resolved with ballooning and the blood flow was restored. Internal review of a single still angiographic image at implant, shows the limbs patent and crossed, with possible bunching of fabric at the ipsilateral limb, where it crosses (likely near the aortic bifurcation). Post-implant films show the left limb occluded beginning at the flow divider; the right limb appears patent. No additional clinical sequelae were reported, and the patient is fine.